Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced a performance decrement due to migration of the electrode array. The device was explanted on (B)(6), 2024. The patient was reimplanted with another cochlear device during the same surgery.